Event description:
The clinician reports the implant was inserted (B)(6) 1998 in ada 29. Details of surgery: implant surface not completely covered with bone and ridge augmentation. On (B)(6) 2020, loss of osseointegration was verified. No product was returned to the manufacturer. At the event the patient experienced: mobility and bleeding. No further patient complications were reported.